Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt said they were recharging their ins last night (pt said they had about 80% charge) when the screen went blank. Pt said they took the battery out to reset and when the screen came back on they saw a battery low screen (pt did not remember other details being on the screen). Pt said they had then tried aa batteries in the controller and saw a "call mdt for a battery" screen. Pt said they saw that screen when they tried to recharge with the aa batteries in the controller which patient services (pss) reviewed that the aa batteries would not allow them to recharge the ins. Pss walked pt through removing the battery pack, plugging the controller into the ac power supply, pt confirmed it powered on. Pss had pt re-insert the battery and confirmed the green light on the controller was flashing (controller 90%, ins 100%). Pt inspected the battery compartment and said it looked good. Pss reviewed that everything appeared to be working as intended. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Additional information received from the patient. It was reported that the patient called back stating that they had the same problem in december when getting ready to charge their implant. They received a message of "cannot fall forward call the manufacturer." The patient would reset their controller and then it would say "cannot connect." When trying to charge the implant, it took 30 minutes to get 15 minutes of charge (ins charge duration had increased), and when working, the equipment was warm but when it wasn't functioning it was as cold as ice. The patient attempted to charge their implant and received the message "system problem rm05." A replacement device was requested. Additional information was received from the patient. The pt called and mentioned they had called about a year ago, and the recharger antenna (rtm) had been replaced, but pt said the rtm replacement did not resolve the issue and pt still had to blow in the controller, unplug the rtm, and reset the controller when they charged the implanted neurostimulator(ins). Pt said they had to shake the controller. Pt said now, last night, they allowed the ins to charge for 45 minutes and the light was green on the controller, but the ins never charged. Ins charge remained at 60% last night. Pt said the controller was charged at 100%. Pt said they had to blow in the controller and reset the controller to even begin a charging session last night. Pt described the process as frustrating and said about 3 years ago, they were told to charge every other day, but the pt said they charged every night. During the call, pt attempted to charge the ins, but got "batteries low: replace the controller batteries." Ins charge was low. An email was sent to the repair department to replace the controller.